Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge and resuming insulin use.